Manufacturer narrative:
The internal reference no is (B)(4). Eval summary, used device: one used device was returned for eval. A visually inspection and a leak test was conducted on the used device and the device was found to be within product specification. Furthermore, unomedical a/s conducted a flow test on the used device and the device was found to be clogged in the reservoir connector needle. Unused devices: no unused devices were returned for eval. Reference samples: the retained samples were visually inspected, flow and leak tested and found to be within product specification.

Event description:
Customer's daughter stated that her father passed away by a pulmonary/cardiac arrest in (B)(6) hospital, and she would like the infusion sets to be investigated.